Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the uninterruptible power supply (ups) of the imaging system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device serial number now provided as it was inadvertently left off initial medical device report (MDR).